Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per (B)(4). The sensor failed per specification due to high readings.

Event description:
It was reported via phone call that the customer's past three sensors alarmed with sensor error, and that after removing the most recent sensor the cannula was missing. The patient's blood glucose at the time of incident was 348 mg/dl. Troubleshooting was initiated to review the customer's insertion technique. The broken sensor was returned for analysis and three replacement sensors were shipped to the customer.